Manufacturer narrative:
(B)(4) - incorrect prep. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid circumflex artery. When attempting to deploy the 2.5 x 18 mm implant, the balloon would not inflate and a small pinhole was observed. There had been slight resistance during removal of the protective sheath, but no resistance during advancing the device to the lesion. It was also reported that the device was prepped inside the patient (negative applied to remove air from the system). A new 2.5 x 18 mm implant was used to complete the procedure with a good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheath was not returned. The reported balloon rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The case information noted that the device was prepped inside the patient (negative applied to remove air from the system). It should be noted that the instructions for use, instructs the user to prepare the device prior to entering the body. In this case, it is unlikely the IFU deviation directly caused or contributed to the reported event.